Event description:
It was reported that during the placement of an elevate anterior, the physician perforated the bladder with the fixating arm. "This was determined when they removed the packing. The patient was returned to the or and all mesh was removed". The physician is waiting for her to heal before performing another procedure. The patient was sent home with a catheter in place. No further patient complications were reported in relation with this event.